Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received server connection error. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app. The device will not be returned for analysis.

Manufacturer narrative:
The user reported that they are receiving server connection errors in the app. "Complaint summary: the user reported that they are receiving server connection errors in the app. Investigation/testing summary: after conducting a thorough investigation, we did not find any kind of errors on the network logs and application server logs for the given user. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc."" (Most likely) root cause: most likely an intermittent issue of the user's device or network glitch. Analysis summary: helpline team was informed that the issue might be due to network or device issues on the user's side. As we did not see any issue in logs on the time of the issue occurrence , we requested helpline to inform when the issue occurs so that we could capture the live traces for further investigation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"An attempt to reproduce the reported event using guardian - software version 1.4.0 installed on iphone 11 ios 17.0 with a transmitter was conducted and confirmed the issue is not reproduced. The software did not successfully adhere to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specifications 10974295doc_f. After conducting an investigation, we have identified four types of carelink communication errors in the log file: 1. Timeout error: the request-initiated processing (networkinterceptor: http req onstart), but the app received a timeout exception after some time. - root cause analysis (rca): this behavior is likely associated with the app entering an inactive state in the background. This issue will be addressed in the next release. - the esf number corresponding to this issue is: 5033228. 2. Server time request error on initiation: unimplemented exceptions were observed during server time requests. Rca: this issue will also be addressed in the next release. The esf number corresponding to this issue is: 5033228. 3. Network connection loss: the app failed to establish a connection with the server due to communication issues. Rca: this is most likely attributed to problems with the customer's internet connection or device. 4. Socketexception: the app encountered difficulties connecting to the server, possibly due to server-side issues. Also for this ticket present server error - request failed: service unavailable (503). Rca: following an investigation by the carelink team, they reported no issues from the carelink side. Presently, we do not have immediate solutions for the reported issues. Nonetheless, the upcoming release/s of the guardian application will address these concerns. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.